Event description:
It was reported that the programmer exhibited an incorrect longevity estimate because of a battery longevity calculation overestimation. No patient complications have been reported as a result of this event. It was also noted that the right ventricular lead exhibited sensing noise and low impedance. No intervention was performed on the lead. There were no patient consequences.